Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh , xenform and obtryx transobturator were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent cystoscopy, right ureteral stent placement, abdominal sacral colpopexy, closure of enterocele and posterior repair due to vaginal vault prolapse and sui. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.